Event description:
A nurse reported to baxter (B)(4) that the machine did not ultrafiltrated as programmed. It was programmed for 2.5 kg in patient. No patient injury or medical intervention was reported, the therapy was reprogrammed. Patient involved,

Manufacturer narrative:
(B)(4). The device was evaluated onsite by a field service engineer. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed via sample evaluation. A damaged ultrafiltration (uf) regulator was found and replaced. The cause of the low ultrafiltration, resulting from the damaged uf regulator, was undetermined.